Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing and oversensing. It was noted that this may have coincided with the patient undergoing an magnetic resonance imaging (MRI) procedure. The icm remains in use. No patient complications have been reported as a result of this event.